Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an ablation interventional procedure using an 8f sheath. Reportedly, after deployment, the lever was closed completely to retract the foot of the device; however, the foot did not retract and the device could not be removed. The physician cracked open the handle of device and was able to use the actuator wire to close the foot and the device was able to be removed. There was no vessel or tissue damage noted. An attempt was made with two more prostyle devices; however, a cuff miss [suture retrieval issue] was noticed with both of them. A fourth prostyle device was able to be used successfully and hemostasis was achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 - device available for evaluation updated from returning to not returning.